Event description:
It was reported that the setscrew would not tighten. The device was never implanted. No adverse events reported.

Manufacturer narrative:
The reported field event of the atrial set screw being unable to be tightened could not be confirmed in the laboratory. The device was tested on the bench and was found to be normal. A test lead inserted and tightened the atrial set screw normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.